Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. During power on testing, the device turned on via both ac and battery power. The unit was able to obtain spo2 and pulse rate readings using a masimo set tester. When parameters were breached the device was able to provide a visual and audible error alarm, however the audio speaker was faint. Further testing revealed, the speaker was loose from the housing mounting point. The failure was isolated to the audio speaker which had come loose and was turned around inside the device. As such, the speaker no longer pointed towards the audio slits in the housing which resulted in a muffled sound. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues related to this reported event.

Event description:
The customer reported the rad-97 speaker volume was very low. The alarm volume was set to setting #4, however the actual alarm volume did not represent audible levels comparable to the normal level 4 volume. No patient impact or consequences were reported.